Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that at the patient was known to have pre-existing history of chronic kidney disease; however, this was reported to have progressed to end stage renal disease at the time of death. The account also reported that the patient¿s course was complicated by chronic respiratory failure status post tracheostomy complicated by a tracheoesophageal fistula initially managed by an esophageal stent followed by partial esophagectomy, fistula repair and tracheostomy on (B)(6) 2019. The account communicated that the patient expired on (B)(6) 2019 due to acute on chronic systolic congestive heart failure. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The hm3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for acute kidney injury (aki) on chronic kidney disease (ckd). The patient has a history of ckd stage 3. The patient was on diuretics but did not have enough urine output and central venous pressure was around 17. Continuous renal replacement therapy started the same day and followed closely by nephrology. Aki eventually turned to end stage renal disease at the time of patient expiration on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired. The cause of death was reported to be cardiogenic shock from acute on chronic systolic congestive heart failure. It was reported that the death was caused by patient condition, the pump was operating as intended and the pump will not be returning. No further information was reported.

Manufacturer narrative:
Approximate age of device- 6 months 23 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.